Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc pt. It was reported that the pt was implanted with two charite at l4/5 and l5/s1. Info reports that pt continues to have pain post implant.

Manufacturer narrative:
Info is limited and no conclusions can be made at this time. No connection can be made between the reported event and any shortcoming of the device at this time. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions for use (IFU) supplied with each device.